Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: b5, d4, d9, e2, e3,g3, g6, h2, h3, h4,h6 and h10. The subject device was received and evaluated. Upon inspection of the returned device, the complaint was confirmed. The outer tube at the distal end was dented and damaged, causing loss of image. The objective cover glass was also broken. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection result, damage that occurred to the device was most likely due to user mishandling. The device IFU (instructions for use) advises "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." (Warnings, page 4). Olympus will continue to monitor complaints for this device through regular trending activities and take.

Event description:
Updates: further communication with the customer did not provide additional information other than confirming that there was no patient involvement when the event occurred and provided her job tile and occupation. No further details provided.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was found with sharp edge at distal tip. The issue found during an unknown event. There was no patient involvement associated on this reported event. No user injury was reported.